Event description:
Flow accuracy - high, other- specify in comments, logic board- circuit failure, no fault found. It was reported that device failed preventative maintenance. The flow accuracy was high and the closest measurement was 12.706 ml/hr. There was no patient involvement.

Manufacturer narrative:
The reported complaint of failing preventative maintenance was confirmed and reproduced during testing. Review of the suspect device error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed the suspect device was not in use on the reported event date. Inspection of the suspect device showed no anomalies with the pumping mechanism. Asm rate accuracy testing performed on the returned pump module found the device failing rate accuracy. Review of the source device data showed the device was calibrated within specification at the time of production. This indicates the device was improperly calibrated in the field. After the device was calibrated using alaris system maintenance, the suspect device was operating within specification. The device was reported as not being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.